Event description:
It was reported that a smartfreeze console had a gas leak. The issue occurred outside of the patient. There was no patient involvement. It is unknown if the device will be available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a smartfreeze console was selected for use. There was a gas leak. The issue occurred outside of the patient. There were no patient involvement. A replacement of the device resolved the issue. The procedure was completed without any patient complications. Ithe device is expected for return.

Manufacturer narrative:
Device technical analysis: analysis of the returned smartfreeze console revealed a major leak at the micron filter assembly. Upon removing the process plate a missing assembly screw was also observed at the top of the process plate. After replacing the micron filter assembly with a known good component, test ablations failed for high outer balloon pressure (obp). Further analysis revealed a secondary finding of sv9 to be leaking internally. No further issues were noted after replacement of the sv9 and test ablations were successfully completed.